Manufacturer narrative:
(B)(4) investigation: a lot number was not provided by the customer. Shipping and inspection records were reviewed for this product. All released lot numbers for this product passed the shipping inspections. No issues were noted in the records that would contribute to the end user transfusing expired blood product. Root cause: ther were no issues noted with the manufacture of this product. Based on the customer description of events, the root cause was determined to be user error, where the end user performed a transfusion with expired blood product.

Event description:
The customer reported that a patient was transfused with an expired red blood cell product ata hospital. Per the customer, the unit was a 21-day product, issued without optisol addition,and was issued to the hospital with good expiration. Per the customer, the unit was held at the hospital and was transfused at 30 days. The patient had no negative effects, did not require medical intervention, and was released from the hospital to go home. The customer was not able to provide patient information as the event occurred at a different facility. The disposable set was unavailable for return because it was discarded by the customer.